Event description:
Boston scientific received information that the patient implanted with this device endured an infection. A revision procedure was performed and the device and leads were explanted. The device was currently being used externally to pace the patient.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.